Event description:
It was reported that during insertion of an intraocular lens (iol) into the right eye (od) the capsule ruptured, and the iol dropped through the defect in the capsular bag. The iol was removed, a vitrectomy was performed, and a different model iol was implanted into the sulcus. In the surgeon's opinion, the most likely cause of the event was the iol dropped through capsular defect. The patient's outcome is good.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis, and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined; however, it is noteworthy to mention an unvalidated injector was used to complete the original implant.